Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula failed to deploy during pod activation, indicating a needle mechanism failure. The patient noted that the pod emitted the expected double-beep following insulin fill, but they did not hear the usual priming and ticking noises. The pod was applied to the skin; however, the patient did not feel the needle insertion. After approximately 30 minutes of wear, the pod was removed and it was found that the cannula was not visible and the pink slide had not advanced. No impact to the patient¿s blood glucose levels was reported.